Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion as located in a severely calcified and severely tortuous middle left anterior descending artery. A nc quantum apex mr 15mm x 2.50mm balloon catheter was initially inflated to 12 atm for 20 seconds. The nc quantum apex mr balloon catheter ruptured on the second inflation at 18atm for 20 seconds. The nc quantum apex mr balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).